Manufacturer narrative:
Correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. The modular cable was returned for analysis and a log file was submitted and downloaded from the returned system controller for review. A review of the log files showed overlapping events spanning approximately 7 days (B)(6) 2021¿ (B)(6) 2021, (B)(6) 2021 per timestamp). Events captured on (B)(6) 2021 occurred during testing at abbott labs. Intermittent driveline power fault alarms were active on (B)(6) 2021 from 03:01:25 ¿ 10:42:30. These alarms were active when the driveline was connected due to a power a open fault (pwr_a_broken). When the alarm first become active, the current sense on line a was 0.003 and the current sense on line b was 0.203. The alarm resolved after the driveline was disconnected on (B)(6) 2021 at 10:42:30 for system controller and modular cable exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned modular cable was connected to the returned system controller and successfully operated a mock loop for an extended period of time without any alarms activating. The modular cable was manipulated by hand during testing without issue or alarms. This procedure was performed again with a test system controller for complete validation of the alarms being unable to be reproduced. The modular cable was then tested per qap, modular cable test to evaluate the integrity of its wires and passed testing. The resistance of the underlying wires in the modular cable were then measured and no issues were observed. The modular cable was then dissected to analyze the underlying wires and no issues were observed. The reported event was unable to be reproduced throughout testing. Additional information provided on (B)(6) 2021 stated that a new modular cable was used, and the alarms were resolved. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed for the modular cable due to the records being maintained by the vendor. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-03006 and 2916596-2021-03008.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had driveline fault alarms at 0300. It was noted that the patient was overweight. The site replaced both the modular cable and controller to resolve the issue. No additional information was provided.